Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure in (B)(6) 2012. Eight months post-procedure, she presented with pinching, pain, and dyspareunia. The physician noted that the pain, which he believes is likely due to scar tissue from the procedure, has been progressively getting worse. The patient, who is over 18 years of age, was prescribed estrace cream and premarin cream, and has been using a nuvaring. The patient was offered the option of mesh removal; however, the physician noted that it would result in a recurrence of prolapse, so the patient refused. Reportedly, there are no plans for any future appointments or procedures for her pain. All other information is unknown.